Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. No specific treatment information was provided. The device was originally reported for receiving a hazard alarm while wearing the pod.

Manufacturer narrative:
The pod was received fully deployed. The download data confirmed that an alarm was generated during operation, indicating the step sensor was asserted before the wire was driven. Corrosion was observed on the battery stack and mechanism rails. The shelf mode current was found to be out of specification. During fluid path testing, a leak was observed due to a tear in the unexposed portion of the soft cannula, resulting in internal leaking and corrosion. Fluid leaking from the tear in the unexposed portion of the soft cannula contributed to the 0x3d alarm and was confirmed to be the cause of the reported hazard alarm during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.0.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.